Manufacturer narrative:
Evaluation results: inherent risk of procedure - (failure to deliver and stent deformation). Patient's condition affected effectiveness of device (lesion morphology) - severe calcification; deformation problem. Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) - severe calcification. Inherent risk of procedure - (failure to deliver and stent deformation). (B)(4).

Event description:
Physician was attempting to deliver 1 endeavor resolute drug eluting stent to a severely calcified lesion at lcx with 30% stenosis but the stent could not pass the lesion and was removed. Evaluation summary: the stent was positioned between the marker bands as per specifications. The 1st proximal stent segment was raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).